Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage. The event can be detected by following the instructions for use (IFU) section which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer physical defects of the bending section and insertion tube including unusual shapes of evis exera iii colonovideoscope. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign matter in the forceps channel port, light guide lens, and universal cord. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of physical defects of the bending section and insertion tube including unusual shapes was confirmed. During the evaluation, the reportable malfunction was an orange/brown foreign material found at the universal cord and at the forceps channel port which could be corrosion or traces from previous procedures. The foreign material at the light guide lens was a reddish gelatinous foreign material which is likely traces that remains from last procedures. The reported fault was likely a result of mishandling. The following additional findings were also noted: assorted scratches, discoloration on the air water cylinder, and suction cylinder, shaved scope cover, damaged channel tube, damaged charge coupled device unit, bending angle in up direction does not meet the standard value, cracked objective lens, cracked light guide lens and the connecting tube was snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.